Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt never had therapeutic effect. It was noted that the device was "defective" and they tried to replace the system on (B)(6), 2010 but could not since the lead could not pierce the scar tissue. It was noted that 2 pieces of lead remain in the pt's body. Additional info was requested.